Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown. No information has been received to date.

Event description:
It was reported that a double beep with cassette was experienced. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Defective downstream occlusion sensor was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because there was no indication of a manufacturing defect during the investigation. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Corrected data: d4: correction: model number: 6400.

Manufacturer narrative:
Other, other text: additional information was received indicating the issue occurred during testing. (Updated h6 event problem patient code).